Manufacturer narrative:
The unit was returned for preventative maintenance. Upon receipt, the device underwent bench testing. During testing, the unit alarmed, the piston did not extend, and the home position could not be assessed. Further investigation identified the root cause as a damaged motor connector. Although the original customer report was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported that their lifeline arm was not compatible with a replacement battery they had purchased. The customer did not report this occurring during patient use.